Event description:
The customer reported via phone call that the insulin pump may have had some false low predictive alerts. The customer also reported that on the night before the call, he had a blood glucose level of 400 mg/dl due to eating cookies. The customer declined troubleshooting and will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.